Manufacturer narrative:
G4:16dec2020 b4: (B)(6) 2021 the customer replaced the battery and power management board to resolve the reported issue. Unit passed required performance verification tests per philips standards and is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
The customer called into technical support (ts) reporting that the unit logged a message stating low internal battery. The customer reported there was no patient involvement because the unit was being prepared for use at the time the issue was discovered. The manufacturer's remote service engineer (rse) evaluated the device with the assistance of the customer. Troubleshooting was performed and confirmed reported problem. The customer reports that the unit is a 2010 battery and that the unit passes the battery test. The customer checked the event log and confirmed an error code of 1212 (alarm message: running on internal battery). The rse advised the customer to set the unit up and let the unit run on battery until depletion, and advised the customer to determine if the unit will log a 1204 (alarm message: low internal battery) code if the low internal battery message is displayed. Advised customer due to the age of the battery suggest replacing the battery.